Manufacturer narrative:
Aquabiliti has been made aware of a discolored syringe. A picture is attached. Aquabiliti has not received the syringe back, despite making 3 requests. The person in charge is working remotely and says she is the only person that can assist, but unable to confirm when she will be back in the office. Nonetheless, the issue is believed to be due to some metal piece being embedded in the plunger tip material (the stopper) in the syringe which aquabilitio purchases. This alleged problem has been previously reported (las toccurrence in 2017), and our investigation determined that iron oxidation caused the observed discoloration of the saline in those cases, which appears similar to that seen in this complaint.

Event description:
Customer noticed discolored saline prior to use of aquastat 2t0806.